Manufacturer narrative:
At this time no conclusions can be made to what extent the device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery repair the abdominal incisional hernia defect. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. While the attorney reported the patient passed away, there is no allegation that the patient¿s death was caused or contributed by the device. No medical records, autopsy, or death certificate have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2017, it is alleged by the patient's attorney the patient underwent surgery for repair of abdominal wall incisional hernia. The bard/davol composix e/x mesh was implanted to repair the hernia defect. (B)(6) 2017, it is alleged by the attorney the patient underwent an additional surgery to repair the abdominal incisional hernia defect. The patient was injured severely and permanently. (B)(6) 2018, the patient passed away from cancer. The patient has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries. Furthermore, despite having surgical intervention, the patient continues to experience problems with hernia defect. The patient has suffered and continues to suffer from chronic debilitating pain, as well as significant psychological stress and depression.